Event description:
It was reported that the drive support cap is protruded. Customer was playing basketball and the insulin pump fell. The screen is black and the insulin pump has cosmetic damage. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned with cracked and bleeding lcd glass.